Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient in (B)(6), 2010. According to the complainant, in 2004 the patient had acute pancreatitis of toxic origin with an associated pseudocyst which was drained in 2007. The patient developed chronic pancreatitis. Due to the pancreatitis, an associated common bile duct stricture occurred; which was originally treated with plastic biliary stents. As a result of the stricture, the metal biliary stent was placed. Approximately one year post stent placement, the patient was scheduled for a planned stent removal procedure. The procedure was performed under general anesthesia. During the procedure, it was reported that, the physician approached the papilla from the duodenum, the only portion of the stent that was observed was the retrieval loop which had spontaneously broken. A catheter was introduced and sludge was removed from the stent. It was reported that the radiographic images revealed that the proximal cells of the stent, at the level of the angle of the bile duct, were impacted, suggestive that the stent covering at that level had disappeared. The stent was grabbed with rat tooth forceps and the stent was removed in one piece with difficulty. At the end of this procedure, there was minor bleeding; however no intervention was performed. Two (8.5f) plastic biliary stents were placed per standard of practice for continued treatment of the benign biliary stricture. Post procedure, the patient was reported as stable, was free of obstructive symptoms, and had no sequelae.

Manufacturer narrative:
A visual examination revealed that only a deployed stent was returned for review and the stent delivery system was not returned. A visual examination of the returned stent found that the stent cover was disintegrated in several areas throughout the length of the stent. Stent wires at the retrieval loop end of the stent were uncrossed and broken and the opposite end of the stent was compressed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent occlusion and pain are listed in the dfu for this product as potential complications associated with the use of this device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.

Manufacturer narrative:
Reported issue of stent cover detached/missing. Reported issue of stent blocked/occluded. Reported issue of biliary stent retrieval loop broken. Reported issue of stent difficulty removing. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient in (B)(6) 2010. According to the complainant, in 2004 the patient had acute pancreatitis of toxic origin with an associated pseudocyst which was drained in 2007. The patient developed chronic pancreatitis. Due to the pancreatitis, an associated common bile duct stricture occurred; which was originally treated with plastic biliary stents. As a result of the stricture, the metal biliary stent was placed. Approximately one year post stent placement, the patient was scheduled for a planned stent removal procedure. The procedure was performed under general anesthesia. During the procedure, it was reported that, the physician approached the papilla from the duodenum, the only portion of the stent that was observed was the retrieval loop which had spontaneously broken. A catheter was introduced and sludge was removed from the stent. It was reported that the radiographic images revealed that the proximal cells of the stent, at the level of the angle of the bile duct, were impacted, suggestive that the stent covering at that level had disappeared. The stent was grabbed with rat tooth forceps and the stent was removed in one piece with difficulty. At the end of this procedure, there was minor bleeding; however no intervention was performed. Two (8.5f) plastic biliary stents were placed per standard of practice for continued treatment of the benign biliary stricture. Post procedure, the patient was reported as stable, was free of obstructive symptoms, and had no sequelae.